Manufacturer narrative:
Method: the actual device was not returned to the MFR for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following her treatment. The cycler had alarmed for a pt line blockage during her treatment. She was able to complete treatment. When she opened the cassette door there was fluid leaking from the bottom. She was advised to discontinue using the cycler and to contact her pd nurse. She retained companion sets and is making them available for evaluation. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. She was treated prophylactically with seven days of antibiotic. No adverse event reported at this time.